Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope exhibited a snow noise and a communication error. The issue was found during an unknown therapeutic procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h6. Corrected fields: h6 problem code (noise-audible should be removed as it was visual noise, added correct selection). As the lot/serial number is unknown, the device manufacturer date is unavailable. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. The event can be detected and prevented by following the instructions for use (IFU) which state: opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿, ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.